Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty breathing with dropping oxygen saturation. The procedure has been aborted by the physician to aide in restoring breathing pathway of the patient. It was also noted that the case had just begun with an incision and first initial introduction of epidural needle. The patient was sent to the hospital and was reportedly doing well and considered to complete the procedure.